Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the charged coupled device unit being damaged by physical stress on the insertion section during user handling. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm, the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, distal end cover insulation, unable to perform test, due to a crack glue at distal cover side. Angle rubber glue cracked, and insertion tube scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope exhibited no image. The event occurred during preparation for use, prior to an unknown procedure. It was reported, the procedure was successfully completed using a similar device. There was no report of patient harm or user injury associated with this event.